Manufacturer narrative:
Evaluation summary: on behalf of post market vigilance (pmv), (B)(4) engineering site received one device. As part of the visual inspection of the received unit, no abnormalities were observed. The unit was received with its obturator, valve/balloon assembly and bulb. As part of the functional tests, the balloon was tested for inflation deployment with its bulb. The balloon was kept inflated without deflate by several minutes and was tested with water at different places as valve body, sleeve and above inflated balloon to verify some presence of leakage. No abnormalities were observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, prior the total extraperitoneal hernia repair laparoscopic procedure, the balloon did not inflate. The surgeon opened another new product. There was no patient injury.